Manufacturer narrative:
Continuation of medical devices: product ID 37602, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type implantable neurostimulator. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), UDI#: (B)(4) see regulatory report # 3004209178-2018-13971 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the device was being replaced with a rechargeable device. It was reported impedances before the case were ok. When testing with the pocket adaptor in the new battery, contacts 0<(>&<)>3 were low. They switched ports and it went to 8<(>&<)>11. They removed the pocket adapter and plugged it back into the old battery and the values were still low on 0<(>&<)>3. The caller stated the hcp wanted to replace the extension. The caller stated the ohms were between 55-59 with all testing. No symptoms were reported or anticipated.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3387-40, lot# l66300, implanted: (B)(6) 1999, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via the manufacturer representative stating the cause of the low impedances was not determined. For troubleshooting, they changed 8-11 bottom port and it still showed low impedances. The surgeon decided he wanted to swap out the extension because it was old and he was hoping that would resolve the issue. The issue was not resolved at the time of the report. It was reported when the surgeon connected the new extension, the lead end contact was visibly bent. The patient was still receiving benefit from the therapy and was not using contacts that were showing low impedances. The surgeon explained all of this to the patient following the procedure.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3387-40, lot# l75546, implanted: (B)(6) 2000, product type: lead. Lead lot# l66300 no longer part of this report. Additional information was received stating this lead was not involved in the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep clarifying the ins and extension were replaced but the lead was not. The extension and battery would not be returned for analysis because there was not an issue with these components; the issue was with the brain lead. It was reported the lead was still working and the patient did not use the contacts with the impedance issue. The cause of the bent lead was not determined.